Manufacturer narrative:
H6 investigation findings: foreign material clogging device. The device history record for lot 30025713 was reviewed and the product was produced according to product specifications. One used sample was returned for evaluation. Visual inspection under magnification revealed a split/tear on the tube approximately 6.0 cm from the bolus tip bond between weighted bolus. The tubing appeared to have expanded to form a balloon shape which burst axially causing an opening of the tube on the device. During decontamination of the sample, an unknown foreign material was discovered that had been clogging up the tube and prevented the tube from being flushed. The complaint is confirmed as reported, however, no definitive root cause could be determined. All information reasonably known as of 08 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation remains in progress. All information reasonably known as of 18 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 22 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that "the probe [ng tube] was laid on (B)(6) 2020 with a radio control which confirmed the correct installation. On (B)(6) 2021 the patient coughed a lot and the probe ended up in his mouth. The nurse observed a hernia and the balloon with a tear on the side." A new ng tube was placed. No patient injury was noted and no medical treatment was required. Current status of the patient is "ok." Additional information has been requested but not yet received.